Event description:
A pectus bar was requested to replace the existing pectus bar. It is reported a revision surgery is scheduled for (B)(6) 2015 due to the pectus bar migrating.

Manufacturer narrative:
The customer indicated no product will be returned after the revision surgery as no evaluation is needed. Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 1032347-2015-00317.